Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection requirements. A combination of patient and procedural factors appear to have caused or contributed to this incident. The adverse event section within the dfu indicates this is a known inherent risk of the procedure. Product distributed as safari tavr.

Event description:
As reported: "they were trialing this wire comparing it to the amplatz super stiff, that they normally shape on their own and use, so this is a preshaped wire. They just found that they think the issue is that the curve is a little bit large even though this is a small preshaped wire, but still a little too large for the patients' ventricle and either way it looks as though it may have contributed to some bias when they delivering the valve. When they delivered the valve, they ended up, it was delivered a little bit in subintimal position and its' a little bit lower than they originally wanted it. They ended up placing a second valve with a 60% overlap to basically place the valve a little higher. The physician placed a second valve when normally they place only one. This is the wire that they used to deliver the valves, but because the curve is a little bit big for the left ventricle, the wire didn't fit coaxial to the valve, so when they delivered the prosthetic valve and when they blew it up and it ended up that's not in an optimal position and they delivered the valve in the subintimal position. Patient is fine and stable, but they need to place a second valve in which they normally only use one."